Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that that the device reached the elective replacement indicator (eri) within 24 months of implant. It was also noted that there was high impedance and oversensing on the right ventricular (rv) lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.